Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted using two proglide devices after a peripheral percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly with the first device, the plunger was noted to be loose during step 1. The device was removed and replaced with a second proglide device but a cuff miss occurred. A non-abbott device was used, but it did not achieve hemostasis. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis, a conclusive cause for the reported "the plunger was noted to be loose during step 1¿ could not be determined. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.